Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's safety mechanism got stuck at the hub when trying to detach the needle after placement. The following information was provided by the initial reporter, translated from japanese to english: "after placing the catheter for a patient, the hcp attempted to retract the needle but could not detach the needle from the catheter."

Event description:
It was reported that the bd nexiva¿ closed IV catheter system's safety mechanism got stuck at the hub when trying to detach the needle after placement. The following information was provided by the initial reporter, translated from japanese to english: "after placing the catheter for a patient, the hcp attempted to retract the needle but could not detach the needle from the catheter."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the sample and photographs submitted for evaluation. Bd received one used unit and two photos. Functional testing was performed by attempting to decouple the tip shield from the winged adapter. Decoupling was not possible, confirming the reported defect. During the microscopic examination of the unit, it was observed that the back end of the winged adapter was smashed. This damage would prevent the needle assembly from decoupling from the winged adapter. Based on the location of the damage, the defect most likely originated during the manufacturing process. A device history record review could not be performed as the lot number is unknown.